Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: rubber particles noticed upon patient's perfusion, due to the department's wrong selection of the appropriate needles. My question is the result of three incident reports that we have received in the pharmacy over the past few weeks. Within vitaz, there is currently increased sensitization to report incidents, which could already partly explain the rise in the number of reports. However, because this issue occurs with different vials from different manufacturers and on different nursing wards, we wondered whether something might have changed regarding the needles. In two of the three cases, 18g needles were used. In the third case, I am still waiting for feedback from the nurse. We therefore suspect that the cause may possibly be the use of a needle that is too thick. After some research, I found that to avoid coring, it is recommended to use thinner needles (21g to 25g). I do not have the used needles themselves; the nursing staff only provided the pharmacy with a dissolved vial containing a piece of rubber. This can still be collected if desired. If it turns out that using a needle that is too thick is indeed the cause of these incidents, the pharmacy would like to distribute an attention flash to the wards, indicating which type of needle should be used for which nursing procedure. Could you already provide us with some additional information on this? When did the incident occur? During use.